Manufacturer narrative:
Updated fields: b4, b5, d8, d9, (e1- event site email, initial reporter) e3, g3, g7, h2, h3, h6-(type of investigation, investigation findings, investigation conclusion, component code) and h11. Corrected fields: e2, h6- medical device problem code. The additional reporter name is heather davis. The getinge fse was dispatched to evaluate the unit. Fse states that was able to confirm when unit was plugged in it would not charge. Replaced the power cord along with the power supply board. Failure was not fixed. After further troubleshooting it was found that the power management board was the corporate. Replaced it and verified unit was able to charge batteries. Verified unit calibrated and passes all functional and safety tests per factory specifications returned to customer. The following investigation was performed by technician of the maquet failure analysis and testing department (fat). The failure analysis and testing dept. Received part power management circuit board, power supply, and line cord with type b plug with a reported unit failure of the unit not charging batteries. The fat performed a visual inspection and found power management board to have a blown q27 component. This is a known issue and would cause the batteries to not charge. The root cause is a design issue. The rest of the parts were in good condition. The fat installed the parts in cardiosave test fixture and tested the parts to factory specifications per the cardiosave service manual zero failure confirmed for part power supply, and line cord with type b plug. . Retained parts in the failure analysis and testing department per procedure.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump battery was not charging and shut down while transporting a patient. Was able to be put patient on another known good unit to avoid therapy delay. No harm reported.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) unit had battery is not charging. Power supply board issue. There was no patient injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 for event site name: (B)(6).